Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from the date of manufacture 12/16/2019 to the present date 12/04/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200303373 for watchdog error which does not correlate to the customer reported issue. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported that the device will not power on, after changing battery and power cord. No patient involvement is noted.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad. As found 9.12.40 sw as left ver 9.12.40. A review of the device history record for sn (B)(6) was performed from the date of manufacture 12/16/2019 to the present date 12/04/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200303373 for watchdog error which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the keypad. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1120033 for unresponsive keys.

Event description:
The customer reported that the device will not power on, after changing battery and power cord. No patient involvement is noted.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device will not power on, after changing battery and power cord. No patient involvement is noted.